Event description:
Customer called to minimed on may 25, 2000 and informed that, on may 25, 2000 during use of the infusion set, they had observed that the tubing looked like "it was more to the versus in the middle of the set." Consumer's blood glucose level was elevated. The used sample has been returned for analysis.